Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple cartridge became "blocked" for an unspecified reason. There was no reported adverse impact to customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.